Event description:
Flow rate not delivering correct amount. No further info available at this time.

Manufacturer narrative:
The device evaluation is underway. Results will be reported when the eval is completed.